Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving multiple inappropriate shocks. Upon interrogation of the device, episodes of oversensing were noted on rv lead. The lead was explanted and replaced. No adverse events were noted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.7-8.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was abraded at this location, consistent with the filed observation of noise and inappropriate therapy.

Manufacturer narrative:
The model and serial number for this product was previously reported as 7000, (B)(4). This report notes the correct model and serial number.